Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer was working out and had possibly sweated on the device. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent button response due to a flattened up and act button dome switch. No unlocked lcd keypad connector was noted. No unexpected numbers ramping/scrolling during testing noted. No moisture damage on electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.